Manufacturer narrative:
It was reported on 17-mar-2020 that the navigated probe (B)(6) was found broken. Device was never returned at manufacturing site. Therefore the root cause of this event cannot be determined. This complaint will be closed as is, and will be reopened should further information be received in the future.

Event description:
On 17-mar-2020, an email was received from a chu of amiens staff member stating that a navigation probe was found broken.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2020, an email was received from a chu of amiens staff member stating that a navigation probe was found broken.